Event description:
Rptr's right implant was bleeding through envelope and required closed capsulotomy one time. Left implant ruptured. She had numbness in the surgical area. She was hugging her husband in spring 1985 when she felt a pop at her left breast. She assumed it was the scar tissue surrounding the implant that releasd because she was told they would not rupture from everyday situations. There were no changes in the breast and she soon forgot all about it. It came to her attention years later that implants were rupturing and she started to suspect it as a cause for her failing health. In the same time frame as the "pop", she started with sudden unexplained complete and total numbness in both arms and hands during the night and "pins and needles" during the day. She also started to get stabbing pains in the area of the outer corner of her left eye. Over time it developed into a "headache that was constant, day and night for eight years. For all those years she never got a full nights sleep so she did not know if the fatigue was also a symptom or a result of the lack of sleep. The total numbness of her arms and hands has subsided but now she has more pins and needles, pain and burning pain. They will go completely numb on occasion, mostly during sleep. The doctors said it was bilateral carpal tunnel syndrome. She had nerve conduction studies to confirm the problem. Surgery was performed on her right hand but there but there has been no improvement. In 4/24/93 she had to have her ovaries removed because of a large cyst. She requested that the lab screen for silicone because she was so certain it was the cause of her health problems. The lab did find silicone in the cyst. She had her implants and scar tissue removed 5/27/92. The left implant had a large rupture. Reconstruction surgery was performed. A year or more after explantation her "headaches" finally let up enough so that she was able to sleep most nights. Her major problems these days are her arms and hands. They burn and hurt all the time. Her joints have ached for a long time but they seem to be getting worse, especially her finger joints, elbows, wrists and left shoulder. The doctors have mentioned tendonitis and fibromyalgia. She is still having pins and needles and buring pain, she has had shortness of breath since the implant broke and it seems to be getting worse. At this point in time she guesses she'd be considered disabled. She has not worked since 1988. Her hands can only use a pen or pencil for 10 minutes. She has blood pressure, peripheral neuropathy. Anxiety &/or depression, organizational difficulty, lack of concentration, short-term memory loss, mood swings, balance disturbances/vertigo/dizziness, rapid deterioration, of eyes,ight often. Gastritis. Connective tissue disease, chronic swollen lymph nodes under arms, frozen shoulder, muscle pain & burning, unexplained rashes, unexplained severe itching, sleep: non-restorative sleep. Chronic fatigue syndrome, long-term extreme fatigue (*)